Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed and pump operation appeared to be normal. In addition, a fixed prime test was completed and the insulin exited. Instructed customer to call back to perform the high-pressure test when clamp arrives.